Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. When the monitor was moved to one side, the image went out but when it was moved back the image returned. The issue was with the video cable that was going through the boom into a non-olympus monitor. The biomedical technician was advised to contact the manufacturer of the monitor or boom system since the issue was with the cabling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (biomed) reported to olympus, the evis exera iii video system center monitor displayed no image during preparation for use. There was no report of patient harm associated with this event.